Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. The patient was treated with injection ceftazidime and injection reflin (doses, frequencies and routes not reported) for the event. At the time of this report the patient had recovered from the peritonitis event. Antibiotics therapy was ongoing. Action taken with dianeal therapy was unknown. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).